Event description:
It was reported that the user disconnected the ilet to swim, consumed alcohol, later developed nausea and vomiting, fell and sustained a head injury, and experienced hypoglycemia with a documented glucose of 54 mg/dl; the pump was paused while disconnected and then reconnected in the emergency department, during which glucose management included oral sugar water and orange juice, and the wound was closed with adhesive. Symptoms included hypoglycemia with nausea and vomiting. Outcomes included emergency treatment and subsequent discharge, with transient low glucose addressed by oral carbohydrates and ongoing mild nausea. Investigation included review of available device data and clinical course. Investigation of this case revealed no device malfunction reported, with the event consistent with user-initiated pump disconnection, alcohol intake, and subsequent low glucose that triggered device alerts and was corrected when carbohydrates were provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use conditions rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.